Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was sticking and "not accepting/rejecting cartridge." Customer applied more force to the button to resolve the issue. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.